Manufacturer narrative:
The hill-rom technician replaced the outside left head siderail controls to repair the bed.

Event description:
Information received indicates the bed moves down by itself. Unintentional movement.